Event description:
It was reported there was a loss of stimulation and increased pain. There was high impedance on electrode 0. The stimulator was reprogrammed so that electrode 0 was no longer being used, and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).